Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with the main display missing information was confirmed and reproduced during product evaluation. The root cause was determined to be spots on the main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility reported a colleague infusion pump with a malfunction of the main display missing information. This condition had the potential to interrupt delivery. The event was reported to have occurred during preventative maintenance in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.